Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was added. H6: type of investigation was added: 3331 and 4109. H6: investigation findings was added:180 and 3252. H6: investigation conclusions was added: 4307. H10: narrative/data was updated. The reported device bundle (implant, mount screw and mount) was received for evaluation. The reported condition of a damaged drive feature of the mount screw was confirmed. Visual evaluation of the as returned products identified the bundled mount screw was stripped. Additionally, the bundled fmt mount had a fractured hex and the implant drive feature had a fracture/crack at the hex, which were originally not reported and no information could be obtained from customer. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number is k101880.

Event description:
Doctor reports that the impression coping screw of the tsvtwb10 implant had a damaged drive feature causing the hex tool to fracture of and the implant had to be removed and replaced. Tooth site #3.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information. Corrected information is that the device is available for evaluation. Corrected is also that the event was reported as a serious injury, now corrected to malfunction. Additional information is that the inspection of the returned device identified failures not originally reported: the implant mount had a fractured hex and the implant hex had a fracture /crack in it. Good faith follow up did not produce any further event details. Once the investigation has been completed a supplemental report with the findings will be submitted. Device evaluation started, but not completed yet.